Manufacturer narrative:
Follow-up # 1 date of submission 10/14/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/27/2013 with the following findings: the complaint that the display screen was cracked was not duplicated; the display screen was fully intact. During testing, the pump powered on and the display was clear and legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the display screen was cracked. There was no allegation of an adverse event with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.